Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred while attempting to deliver a bolus. The customer's blood glucose (bg) level was in the 400s (mg/dl). A system check was performed with the current supplies and the pump performed as intended. No damage was observed to the cannula. The customer changed out the infusion set site, resumed insulin and delivered a bolus to resolve the issue.